Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that during a follow-up, the programmer sometimes suddenly stops working, or does not light up, and starts to reboot by it-self. Investigation is required.

Event description:
It was reported that during a follow-up, the programmer sometimes suddenly stops working, or does not light up, and starts to reboot by it-self. Investigation is required.